Event description:
Hamilton medical ag received the following event description summary: the report states that during a brain death test performed by clinical staff, ventilation was interrupted when the ventilator settings were changed using the ¿previous mode¿ function. After the mode change, ventilation stopped. The staff turned the device off and restarted it, and ventilation resumed. An additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference; (B)(4); hamilton medical ags conclusion: investigation ongoing,

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags follow up information: the manufacturer received the log files for analysis. The initial review showed multiple technical errors followed by the ventilation software switching off. The logs indicate that the device was operating in spont mode before the event occurred. The recorded technical errors indicates a system condition that led to ventilation stopping. The investigation has been initiated. Once the investigation is finalized, the manufacturer will provide a final manufacturer incident report (mir) unsolicited.